Event description:
The following info was provided by the sale rep: this dr reported a pt who presented three years following cypher stent placement with either a restenosis or thrombotic event. Due to the time between stent placement and event - it is more likely a restenosis event and is being reported as such. No additional details have been made available.